Event description:
The customer reported no audio from the mx40. Patient involvement. There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.